Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump screen intermittently timed out while the customer was navigating through the pump. Tandem technical support informed customer that if the pump detects 3 taps on the screen in non-functional areas the screen will turn off as a safety feature. Customer acknowledged; however, reported that the screen wasn't being tapped in non-functional areas when this occurred. There was no reported impact to customer's blood glucose.